Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the reported event that the receiver ceased to function was confirmed. The root cause was determined to be a bad receiver battery."

Event description:
The reported event of unexpected receiver shut-down could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The receiver battery was replaced with a known good battery and the receiver still did boot up and charge. A review of the data log did not find any errors related to the customer complaint. The receiver's battery was removed and replaced with the original battery and the receiver no longer turns on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a bad receiver battery.